Event description:
New information notes that on (B)(6) 2019 the lead was capped due to fracture.

Manufacturer narrative:
(B)(4).

Event description:
New information states that there was no fracture reported on this lead, the lead was capped in 2016 due to loss of capture. On (B)(6) 2019 the procedure was just a standard generator change for normal eri. The patient condition was always good, before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The right ventricular lead exhibited loss of capture thresholds and was reproduced with isometrics. The lead sustained rib clavicular crush damage. The lead was capped and replaced. The patient was stable and would be followed normally.